Manufacturer narrative:
Manufactures investigation conclusion: the evaluation of the submitted log files confirmed the report of a decrease in flow followed by an increase in power, flow, and pump temperature. These events could have been the result of thrombus passing through the pump; however, the evaluation of heartmate 3 lvas, did not identify any depositions or thrombus formations which would have contributed to the reported events. The initially submitted log files captured calculated flow intermittently decreasing below the low flow threshold on (B)(6) 2020, followed by a persistent low flow hazard alarm starting at 11:26:53 am associated with the calculated flow decreasing to 0.0 lpm. This period of low flow lasted approximately 80 seconds in duration. This event was followed by a period of increased motor power and calculated flow starting at 11:55:38 am, reaching values up to 6.1 w and 13.7 lpm, respectively. This period of elevated power and flow values continued through the remainder of the log file, which terminated at 11:58:33 am. The next submitted log files captured data from 03:34:08 pm through 03:40:56 pm on (B)(6) 2020 and was comprised of rotor instability events associated with elevated motor power and calculated flow values. The final submitted log files began at 04:28:52 pm at (B)(6) 2020 and captured a period of rotor instability events and elevated motor power and lvad temperature values, reaching up to 21.3 w and 76 degrees celsius. The elevated lvad temperature resulted in a persistent lvad internal fault. Several lvad restart events and associated low speed advisory alarms were also identified, which were associated with the pump resetting by design due to elevated motor power values. The period of elevated power, flow, and lvad temperature values appeared to have resolved starting at approximately 04:36:24 pm; however, transient rotor instability events continued throughout the remainder of the data. The calculated flow appeared to decrease to 0.0 lpm at 05:47:17 pm, and the pump was intentionally stopped at 06:22:21 pm. This appears consistent with the report that the patient underwent a pump exchange on (B)(6) 2020, and flow dropped to 0 lpm prior to going on bypass. The pump was returned assembled with the pump cable severed approximately 10 inches from the pump header. The remainder of the pump cable was returned properly attached to the inline connector of the intact modular cable. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was not returned. Depositions of loosely coagulated blood were observed in the inflow cannula, and loosely coagulated blood mixed with tissue-like clotted blood was observed in the outflow graft. The lack of structure of these depositions suggests that they developed acutely. In addition, depositions of loosely coagulated blood mixed with denatured blood was observed in the pump cover and in the vanes of the rotor. All of these depositions appear to be the result of poor surface washing as a result of a low flow condition, which is consistent with the findings of the submitted log files. In addition, the depositions found in the vanes of the rotor could have contributed to the rotor instability events, elevated pump power, and elevated lvad temperature values due to increased drag on the rotor. Examination of the remainder of the blood-contacting surfaces revealed no additional depositions or thrombus formations that would have contributed to the low flow condition observed in the submitted log files. Evaluation of the lvad log files retrieved from (B)(6) revealed similar data to the submitted log files. Visual and microscopic inspection of the pump rotor and rotor well post-cleaning revealed minor scratches on the sides of the rotor, which is consistent with the rotor instability events observed in the log files. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was recently implanted and began having low flow alarms. The patient¿s flows dropped to 0.4 l/min, per the log file submitted. Baseline powers were in the 3s. Powers are now in the 5s. The patient¿s flow has also increased to the 10-11 range. The pump temp is above 50. Log file submitted revealed drop in flow (0.0lpm) with low flow alarms on (B)(6) 2020 at 11:26am. Following this event, the pump power reading appears to be on suddenly elevated. Additional information reported that the patient started having more issues and additional log file submitted revealed spikes into the 7s. Pump temp had increased to 55 degrees. Shortly after taking these waveforms power spikes to the 18-20s with pump stops and pump temperature is now 75 degrees. On (B)(6) 2020, the patient underwent a pump exchange. The patient had flows of 0.0 lpm for more than 20 mins prior to going on bypass. Pump temperature seemed to stay at 52-53 degrees celsius. The event log captured only about 4 hours¿ worth of data from 1628 to 2029 mainly lvad internal fault events controller fault events with pump off and high powers noted in the 20¿s. Rotor instability and high temperature flags also noted. Additional information was requested but not provided.